Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's seizures have gotten worse. Additionally the father reports the patient is experiencing chronic generalized tonic seizures as well (based on context clues of the report this appears to be a new seizure type for the patient). The father is hoping to get the patient's device interrogated. The father thinks the battery needs replacing. No other relevant information has been received to date.

Event description:
Later it was reported that the generator was replaced due to low battery. The suspect device was discarded by the hospital and therefore is not available for return. No other relevant information has been received to date.

Event description:
Later, it was explained that the patient already had generalized tonic seizures before the implant; and therefore is not a new seizure pattern for the patient. The vns eliminated these episodes. However, with the low battery, she began having frequent tonic seizures again. The patient was hospitalized for about three days due to this. The mother states that even with the increase in seizures, they are still below pre-vns baseline levels. The physician's assessment on this event and relationship to vns remains unknown. No other relevant information has been received to date.